Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient (pt) who was implanted with an implantable neurostimulator (ins). It was reported that they have been experiencing pain for the last month. Pt said that they can feel their stimulation in their lower back and left leg, but not in their right leg. Pt said that they met with a medtronic representative (rep) in the past for adjustments to optimize their therapy. Pt said that they have an upcoming MRI on the 20th to look at their lower back and right leg. The patient was redirected to their healthcare provider to further address the issue.